Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). It was reported that all impedance's normal. Patient said because they twisted weird. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that patient was getting really bad shooting pain and it just started the last week or so from this report, in different fractions down one of her nerves. This morning ((B)(6) 2018) it was really bad. Patient said she was feeling a shocking like an electrical fence on a farm. Patient also reported the feeling was like a time prior to getting her device when she was doing physical therapy and they put these little batteries on her skin to stimulate and help the cortisone go in but they actually shocked and burned her where it electrocuted her (which was not related to the device). Patient said she had an x-ray of her thumb about 6 weeks ago. No further patient symptoms or complications were reported in this event.